Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) nurse discovered a fluid leak on the inside of the cassette door of their cycler after completing treatment on the cycler. No alarms were reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of their cycler. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the plant received a sample, one cassette from code 050-87212 without its original package. During disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.